Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# product type lead . Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-jul-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that therapy and remote has not worked for years per call. No further detail. Additional information was received from the patient. When asked to clarify the statement regarding the device not working, they reported "the device wasn't working wires to vagina area and rectal (?) Area you good feel them sharp when you wipe". The cause of the device not working was unknown, and they stated "I don't have no idea, my bladder leaks like a shower". When asked what steps were taken to resolve the issue, they reported (B)(6) 2023 the device will be taken out by doctor [name] day surgery hope it will be safe. The issue is not yet resolved. They also wrote that they tried to contact their doctor on several occasions after it was put in in office and they kept telling the patient that they were booked so they didn't contact them again until recently so they could get it taken out and that it hurts.